Event description:
The customer reported that his insulin pump battery was not lasting long, he was experiencing communication issues between his insulin pump and his sensor, and that his sensor readings were deviating from his blood glucose. The customer stated his blood glucose was 107 or 117 mg/dl. He said he was changing the batteries frequently. The customer was reportedly wearing the insulin pump on his right side while his continuous glucose monitor was on the left side, when he received a lost sensor alert. The customer explained that on the fifth day of sensor wear, he was receiving discrepancies in the readings. He stated he received a reading of 46 when his blood glucose was over 100 mg/dl, and that this happened a couple of times. The customer said he tested his blood glucose and it was 157 mg/dl, but the insulin pump read 287. The customer stated he did not have further issues after switching the sensor. Nothing further was rpoerted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.